Event description:
It was reported that old software on the l9000's, force the units into standby automatically.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.